Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were missing medicine orders while customer was performing microsoft updates. The device was in use for data acquisition and order management. There was no report of patient or user harm.